Event description:
As reported, an open femoral hernia repair procedure was performed and a perfix light plug which had a labeled expiration date of (B)(6) 2023 was implanted on (B)(6) 2024. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue. It was reported, patient visited hospital couple of days ago and seems to be doing well.

Manufacturer narrative:
As reported, a perfix light plug was implanted beyond the labeled expiration date. There was no adverse outcome associated with the patient reported. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. Review of the manufacturing records shows the product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june, 2018. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.